Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 147 mg/dl. Although requested by tandem technical support, the customer was unable to upload data. Reportedly, the customer reverted to manual injections for insulin therapy.